Event description:
Customer reported a hospitalization due to diabetic ketoacidosis. The blood glucose reading at the time of hospitalization was close to 600 mg/dl but customer stated she was not sure of the exact reading. She stated that she had broken her wrist and had difficulty controlling the blood glucose due to this trauma. Customer was kept on the insulin pump while in the hospital and stated that there was no malfunction with the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.